Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fractured implant"), migraine ("migraines"), nausea ("nausea"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, migraine, nausea, weight decreased, pelvic pain, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, migraine, nausea, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: unknown location'), device breakage ('fractured implant'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('postimplant pregnancy, pregnancy (no complication)') in a 27-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5. Concomitant products included celecoxib (celexa), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6) 2013, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, stillbirth, pregnancy with contraceptive device, migraine, nausea, weight decreased, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 116lbs. Bilateral fallopian tubes to pathology at least one containing an essure coils. There were one to two coils showing on both sides at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Pathology test - on (B)(6) 2013: part a. Left fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. Essure device present. Part b. Right fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. No essure device present. Findings- two essure devices are identified. One appears to be folded upon itself or possibly in two fragments lying centrally over the pelvis and the second one is arranged more horizontally over the left side of the adnexa. The location with relation to the uterus or fallopian tubes is not known. Bowel gas pattern is normal. No abnormal soft tissue mass. Impression- 1. Two essure devices are identified over the pelvis as describe. X-ray - on an unknown date: abdominal x-ray prior to surgery showing two essure coils that appear to be located in the pelvis.. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs received lot number was added. Events "stillbirth, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping)" were added. Outcome of pregnancy was updated. Concomitant drug, medical history and lab data were added. Reporter, patient and product information were added. Outcome of pain was updated as recovering. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: unknown location'), device breakage ('fractured implant'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('postimplant pregnancy, pregnancy (no complication)') in a 27-year-old female patient who had essure (batch no. 809007, b93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 5. Concomitant products included celecoxib (celexa), medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, stillbirth, pregnancy with contraceptive device, migraine, nausea, weight decreased, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 116lbs. Bilateral fallopian tubes to pathology at least one containing an essure coils. There were one to two coils showing on both sides at the end of the procedure. Plaintiff received treatment for migration, pain, breakage, psych injury, pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Pathology test - on (B)(6) 2013: part a. Left fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. Essure device present. Part b. Right fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. No essure device present. Findings- two essure devices are identified. One appears to be folded upon itself or possibly in two fragments lying centrally over the pelvis and the second one is arranged more horizontally over the left side of the adnexa. The location with relation to the uterus or fallopian tubes is not known. Bowel gas pattern is normal. No abnormal soft tissue mass. Impression- 1. Two essure devices are identified over the pelvis as describe. X-ray - on an unknown date: abdominal x-ray prior to surgery showing two essure coils that appear to be located in the pelvis. Lot number: 809007 manufacturing date: 2010-12 expiration date: 2013-12. Lot number: b93873 manufacturing date: 2013-11 expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: unknown location'), device breakage ('fractured implant'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('postimplant pregnancy, pregnancy (no complication)') in a 27-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5. Concomitant products included celecoxib (celexa), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, stillbirth, pregnancy with contraceptive device, migraine, nausea, weight decreased, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 116lbs. Bilateral fallopian tubes to pathology at least one containing an essure coils. There were one to two coils showing on both sides at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Pathology test - on (B)(6) 2013: part a. Left fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. Essure device present. Part b. Right fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. No essure device present. Findings- two essure devices are identified. One appears to be folded upon itself or possibly in two fragments lying centrally over the pelvis and the second one is arranged more horizontally over the left side of the adnexa. The location with relation to the uterus or fallopian tubes is not known. Bowel gas pattern is normal. No abnormal soft tissue mass. Impression- 1. Two essure devices are identified over the pelvis as describe. X-ray - on an unknown date: abdominal x-ray prior to surgery showing two essure coils that appear to be located in the pelvis. Lot number: 809007 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fractured implant") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, pelvic pain, migraine, nausea, weight decreased, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, migraine, nausea, pelvic pain, pregnancy with contraceptive device and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: unknown location'), device breakage ('fractured implant'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('postimplant pregnancy, pregnancy (no complication)') in a 27-year-old female patient who had essure (batch no. 809007, b93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 5. Concomitant products included celecoxib (celexa), medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, stillbirth, pregnancy with contraceptive device, migraine, nausea, weight decreased, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 116lbs. Bilateral fallopian tubes to pathology at least one containing an essure coils. There were one to two coils showing on both sides at the end of the procedure. Plaintiff received treatment for migration, pain, breakage, psych injury, pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Pathology test - on (B)(6) 2013: part a. Left fallopian tube, salpingectomy: - complete cross sections, without diagnostic abnormalities. - essure device present. Part b. Right fallopian tube, salpingectomy: - complete cross sections, without diagnostic abnormalities. - no essure device present. Findings- two essure devices are identified. One appears to be folded upon itself or possibly in two fragments lying centrally over the pelvis and the second one is arranged more horizontally over the left side of the adnexa. The location with relation to the uterus or fallopian tubes is not known. Bowel gas pattern is normal. No abnormal soft tissue mass. Impression- 1. Two essure devices are identified over the pelvis as describe. X-ray - on an unknown date: abdominal x-ray prior to surgery showing two essure coils that appear to be located in the pelvis.. Lot number: 809007 manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. New events added: patient did not undergo confirmation test. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, migration of essure device location of device: unknown location'), device breakage ('fractured implant'), stillbirth ('stillbirth') and pregnancy with contraceptive device ('postimplant pregnancy, pregnancy (no complication)') in a 27-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5. Concomitant products included celecoxib (celexa), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced stillbirth (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, stillbirth, pregnancy with contraceptive device, migraine, nausea, weight decreased, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 116lbs. Bilateral fallopian tubes to pathology at least one containing an essure coils. There were one to two coils showing on both sides at the end of the procedure. Plaintiff received treatment for migration: diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Pathology test - on (B)(6) 2013: part a. Left fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. Essure device present. Part b. Right fallopian tube, salpingectomy: complete cross sections, without diagnostic abnormalities. No essure device present. Findings- two essure devices are identified. One appears to be folded upon itself or possibly in two fragments lying centrally over the pelvis and the second one is arranged more horizontally over the left side of the adnexa. The location with relation to the uterus or fallopian tubes is not known. Bowel gas pattern is normal. No abnormal soft tissue mass. Impression- 1. Two essure devices are identified over the pelvis as describe. X-ray - on an unknown date: abdominal x-ray prior to surgery showing two essure coils that appear to be located in the pelvis.. Lot number: 809007, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: abdominal pain were added. Event verbatim were updated:depression/psych injury and mental anguish/psych injury. Event outcome were updated: pelvic pain, abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.